Event description:
It was reported that during interrogation at a follow-up appointment, this device was found to be in safety mode. It was stated that the patient subsequently received cardioversion for atrial fibrillation (afib), and the error message was not seen. However, after discussion with boston scientific technical services, device replacement was strongly recommended. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences. The device was received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of safety mode. The device case was opened and visual inspection confirmed that torn tube insulation resulting in a battery short and the observed safety mode. This insulation tear was likely caused by sharp notch corners on the tab portion of the cathode collector. A change notice was implemented in (B)(6) 2018 to rounded these sharp notch corners. Laboratory testing did not identify any other device characteristics that could have contributed to the clinical allegations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation at a follow-up appointment, this device was found to be in safety mode. It was stated that the patient subsequently received cardioversion for atrial fibrillation (afib), and the error message was not seen. However, after discussion with boston scientific technical services, device replacement was strongly recommended. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received.